Event description:
A complaint regarding charging and communication difficulties was received. Further investigation by the physician revealed that implantable pulse generator (ipg) pocket was too deep. A pocket revision was performed. Ipg was repositioned to get a better coupling with the charger. Patient is reportedly doing well and getting good stimulation after surgery.

Manufacturer narrative:
This is a final report.